Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the high glucose alarm did not sound and she experienced "vomiting, nausea, fatigue and was incoherent". Customer self treated with 10 units of humalog and had contact with hcp and received insulin via IV. Hcp meter readings of 336mg/dl at 1:24 pm, 327mg/dl at 1:50 pm, 350 mg/dl at 2:28p m, 279 at 4:30 pm,262mg/dl at 6:00 pm were reported. There was no report of death or permanent injury associated with this event.